Event description:
It was reported that patient was injured at work in (B)(6) 2005. On (B)(6) 2005- lumbar spine sr ¿no significant abnormality is seen¿. On (B)(6) 2005- MRI ls spine ¿ ¿l5-s1 central disc herniation of broad based shallow character with contact with the diagonally descending s1 nerve root sleeves, right more than left; associated moderate loss of disc height, bout no foraminal compromise; congenital tapering of thecal sac from the level of l3 caudally; the sac is ribbon like at the l4-l5 and l5-s1 level; minor thoracolumbar curvature of the spine concave to the left.¿ on (B)(6) 2005 ¿ pt presented to the office of surgeon with complaints of back pain radiating to his leg. Pt advised he received physical therapy and two epidural pain injections with no change in symptoms. Md concurs with MRI and also states that the s1 nerve root is compressed by free disk material. Neuro exam is abnormal. Straight left raising is positive on the right at about 10 degrees and positive on the left at about thirty degrees. Lumbar spasms are present. Md advised that some of narrowing of the spine that was on a congenital basis. Md recommends myelogram. Also suggests surgery may be useful at l5-s1. Rx- lortab. On (B)(6) 2005- lumbar myelogram ¿ ¿partial transitional vertebra at the lumbosacral junction. Suspected disc protrusion anterior extradural defect at l4-l5 and l5-s1.¿ on (B)(6) 2005 ¿ CT lumbar spine with contrast ¿ ¿multilevel spondylosis, more prominent on the right at l4-l5 and l5-s1.¿ on (B)(6) 2005 ¿ pt presented to the office of surgeon for follow up with continued complaints of severe back pain. Md states he disagrees with radiologist reported spondylosis on myelogram. Surgery recommended. On (B)(6) 2005 ¿ lumbar spine xr preop ¿ ¿slight transitional vertebra at l5.¿ on (B)(6) 2005 - the patient underwent lumbar laminectomy for decompression l3, l4, l5-s1 with interbody fusion with instrumentation and posterolateral fusion with rods and screws using infuse to treat herniated disks. L3 -4 a medium cage 10mm in height was placed. At l4-5, a medium 8mm cage was placed. At l5-s1, an 8 mm cage was placed. On (B)(6) 2005 lateral lumbar spine xr - intraop ¿ ¿there has been placement of pedicle screws at the lower three lumbar levels in the upper sacral level. Threaded cages are in place at the lower three disc spaces. The spine is well aligned.¿ post op day 1- pt can walk and stand. Post op day 5- pt complains of severe pain. Post op day 6 ¿ pt discharged to be followed as an outpatient. On (B)(6) 2005 ¿ lateral lumbar spine ¿ ¿there are transitional lumbar vertebral bodies. Surgical instruments are noted in place posterior to the l2-l3 interspace level¿ on (B)(6) 2006 ¿ lumbar spine xr ¿ ¿status post fusion at l3, l4, l5 and s1 with no malalignment.¿ on (B)(6) 2006- pt seen in office of surgeon for surgical follow up. Surgeon reports he is doing well; however the patient complains his left foot started swelling and he has severe pain in his left toe. Exam of the toe shows that the patient has difficulty moving his left big toe up and down. Ankle dorsiflexion is pretty good on the left. He has some numbness on the left lateral calf. Patient reports he has seen a doctor for his toe. Surgeon concurs with the other doctor that the toe complaints may be gout. Per surgeon, the lumbar spine is will healed and the patient denies lumbar pain and/or thigh or right side pain. Rx- lortab. On (B)(6) 2006 - pt seen in office of surgeon for surgical follow up. Patient has continued toe pain and swelling. Note states surgeon diagnosed him with podagra and treated him with relafen. Rx ¿ colchicine, allopurinol and lyrica. On (B)(6) 2006 ¿ nuclear medicine three phase bone scintigraphy ¿ ¿the blood flow and the blood pool and the bone scintiscans obtained reveal no obvious nidus or focus of osteomyelitis or obvious gout or inflammatory disease. The tracer activity described above is still felt to be within normal limits except for minimal uptake at the anterior margin of the distal tibia and the ankle joint boundaries on both lateral scintiscans, questionable due to overlapping of the tibia and fibula. On (B)(6) 2006 ¿ CT lumbar spine without contrast ¿ ¿operative changes of the lower three levels with posterior and interbody fusion. There is a mild canal stenosis at the l2-l3 level due to facet arthropathy and ligamentum flavum hypertrophy. ¿ on (B)(6) 2006 ¿ pt seen in office of surgeon for surgical follow up. Surgeon reports he is doing well but still has toe swelling, pain radiating from back to left leg and lumbar spasms. He also has limited lumbar range of motion, left calf muscle atrophy and left dorsiflexion impairment. These findings are consistent with left l5 radiculopathy. Surgeon advises patient he is permanently disabled and should qualify for social security. On (B)(6) 2007 ¿ pt seen in office for surgical follow up. Although note states patient is doing relatively well, it also reports that the patient has severe pain in his back. He cannot bend at the waist more than 30 degrees. He cannot pick up off the floor because of stiffness in the back. He has some aching pain or burning type pain in his legs at times. Dr states he is permanently disabled due to work injury. Neuro exam is abnormal. There is numbness in a left l5 distribution. He has left ankle dorsiflexion. He has left calf atrophy. Lower extremities are absent. He uses a cane. Rx- advil lortab, lyrica.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.